Event description:
Boston scientific received information that this right ventricular lead was fractured and was replaced. The lead remained in the patient and will not be returned for analysis. No adverse patient effects were reported following the revision procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.